Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has been returned to the zmc, but has not been evaluated yet. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Manufacture dates: monitor: 11/9/2015, belt: 6/16/2014.

Event description:
A us distributor contacted zoll to report that a patient was treated on (B)(6) 2019 prior to passing away on (B)(6) 2019 early in the morning while wearing the lifevest. The patient was at a rehabilitation and health center and was unconscious at the time of the event. Per review of the event, the patient's rhythm was asystole with intermittent cardiac activity at 22:51:43. The lifevest delivered five treatment shocks between 22:52:18 and 22:54:03 while the patient was in asystole. Oversensing of the low-amplitude cardiac signal contributed to the false detections. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm. The patient subsequently passed away.